Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer disconnected from the site, completed fill tubing on the pump, and successfully resumed insulin therapy, resolving the issue.